Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy was not working properly and the ins site was very painful. They patient mentioned that they had fallen and "things like that." The patient's hcp advised them to meet with a medtronic representative in person to have an exam. The patient mentioned that they live in chattanooga, tn and their hcp's office is in franklin, tn, so they would prefer to meet with a rep located closer to chattanooga. Agent reviewed that the hcp's office must invite the rep to the appointment, and an hcp must be present. The patient mentioned that they go to a pain management clinic that's local to them, and an employee at that clinic told the patient they could meet a rep at their office if needed. The patient will have their pain management clinic call nas and request to have their local rep paged. The patient was redirected to their hcp to further address the issue.